Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries were evaluated and estimated for replacement. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported 'precharge voltage' errors. This error will inhibit the boot process. No pt or user injury was reported.